Manufacturer narrative:
Device was received with a cracked case behind the pump at the battery compartment and broken battery tube threads. Device passed the displacement test, sleep current measurement and active current measurement. All currents within specific range. However, confirmed power error due to non-sleep anomaly software error.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump alarmed power error detected. The patient¿s blood glucose level was unknown at the time of the incident. The customer also reported that battery compartment was damaged. The device was expected to be returned for analysis.